Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning and sizing of the device was performed. This device is indicated for secondary endovascular intervention in pt's having received prior endovascular repair. It is not intended for primary endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms.

Event description:
In 2007, physician upon positioning the renu converter at the renal arteries, attempted to reposition distal markers and was unable to withdraw the device. Upon deployment of renu converter, a rupture occurred at the bifurcation of ext/int iliac arteries. Iliac legs were implanted to seal, to no avail. Ms sheath was removed to find the ilial rupture point remaining on the sheath. Emergency procedures went into action and the rupture was repaired. Due to the nature of the pt's anatomy, there was limited flow remaining to the bowel and the pt was under observation for bowel eschemia. Pt expired six days later. Add'l info: the following month while the ax1 was still in the pt, the physician had to do a brachial approach for an iliac run. This took more than one hour. When the physician came back to remove the main body sheath, part of the iliac was stuck to the sheath.